Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the "back" button and the "t" button on the touch screen are unresponsive. There was no impact to customers' blood glucose level.